Manufacturer narrative:
(B)(4). Date of occurrence is entered as (B)(6)2011, a date between 2005 and 2011, when the study was conducted. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. (B)(6).

Event description:
This event was captured based on literature review. The article is a retrospective review of safety of percutaneous tevar in obese patients. This event was captured based on review of the article, safety of percutaneous tevar in obese patients. It was noted in the article that perclose devices were used in some procedures. In this prospective randomized trial, of (B)(4) tevars, (B)(4) p-tevar procedures were completed. Of the (B)(4) procedures - 3 patients required subsequent operations for access complications: two obese patients ((B)(6)) and one non-obese patient ((B)(6)). No additional information was provided.